Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a premature ventricular contraction ablation procedure, a cardiac perforation occurred. Ablation was performed in the left ventricle with a small number of lesions placed when an increase in heart rate was noted. An echocardiogram was performed which revealed a perforation at the inferolateral region of the left ventricle. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.